Event description:
The patient underwent repositioning surgery as the current placement of the generator was causing discomfort and per the physician, the surgery was for patient comfort only.during the surgery, the patient underwent a generator replacement as the use of electrocautery caused the device to prematurely deplete. The explanted generator was discarded.no other relevant information has been received to date.